Event description:
Note: this report pertains to the first of two reported malfunctions that occurred during the same procedure. It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a colonoscopy procedure performed about three days prior. According to the complainant, during the procedure, "the clip did not stay on the tissue. The clip popped off and ended up on the scope." It was further reported that the physician attempted to complete the procedure with a second resolution clip device. Refer to associated manufacturer report 3005099803-2008-04260 for a description of the second event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return; therefore, a device evaluation cannot be performed. The cause of the reported malfunction is undetermined. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.